Event description:
It was reported that, dr (B)(6) needed to readjust the degree of valgus after he engaged the pins on the femoral alignment guide. He did bilat knees and this occurred on both sides. Also, the modular capture distal resection guide was loose fitting on the distal resection guide.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.